Manufacturer narrative:
The impella device has not been returned for evaluation. When the investigation has been completed, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male patient was implanted with an impella cp device for mechanical circulatory support. It was reported that after being placed on impella cp support, the patient developed right lower extremity (rle) ischemia. The patient was treated using distal perfusion catheters, 5 fr antegrade for the right femoral artery (rfa) and 6 fr retrograde for the left femoral artery (lfa).

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.